Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for an investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving imprecise adc meter readings of 20.4mmol/l and 3.8mmol/l obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference between the values is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this report.